Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19505. It was reported the pt is receiving effective stimulation on the left side, but not on the right side. Surgical intervention is scheduled to address the issue. Note the pt has two leads from different lot numbers. It is unk which lead has the issue so both leads are being reported.